Manufacturer narrative:
The device was sent to philips bench repair. A philips bench repair technician (brt) evaluated the device and could not reproduce the defect. The brt replaced the speaker per the customer request. The device was confirmed to be operating per specifications and no failure was identified.

Event description:
The customer reported blue speaker fault alarm. It is unknown if the device was in use at time of event, and there was no adverse event reported.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.